Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one the device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter, during an open low anterior resection procedure, there was difficulty removing stapler from cavity. The s tapler was stuck up in the cavity and when surgeon pulled it gently resulted in disruption of anastomosis. This caused bleeding at anastomosis site. Hand suture anastomosis was done to complete the procedure. There was no blood loss of 500cc or more due to the product problem. There was no unanticipated tissue loss or tissue damage as a result of this problem.